Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized due to low blood glucose and sensor glucose verses blood glucose event and diabetic coma on (B)(6) 2022. Blood glucose reading was below 100 at time of hospitalization. Customer current blood glucose level was unknown. Customer treated with food and glucose tablets. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was active at time of event. Customer reported that auto mode was not automatically delivering insulin at the time of event. No further patient complication were reported. Device will not be return for further analysis.